Event description:
Terumo medical corporation received the reported information. The patient underwent premature ventricular surgery. After the operation, the customer confirmed that the dilator had been inserted into the sheath tube. The customer also confirmed that there were no issues with the operational steps. However, the anchor got stuck in the sheath tube. There was no blood loss. Additional information was received on 20aug2025: the procedural sheath size used was an 8 french. There was a pre-deployment angiogram performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The anchor was stuck inside the sheath. There was no stenosis, plaque, or calcium present around the insertion site. Hemostasis was achieved using a second device. The procedure was a success and the patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: establishment name: (B)(6) e1: telephone number: requested, unknown. E3: occupation: unknown . A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned with the anchor and collagen inserted into the sheath valve. The carrier tube was returned in the forward lock position, and no issue was identified with the latches. The bypass tube was intact but had not been inserted into the hemostasis sheath. No other damage or issues were identified. The carrier tube and sheath were returned with the anchor and collagen in the sheath hub. The bypass tube was not inserted into the sheath. The complaint was confirmed for improper device assembly. The exact root cause cannot be determined. The likely cause was determined to have been improper insertion technique as the bypass tube was not inserted into the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).